Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in the stomach, the reload did not complete firing and fired about 15-20mm of the 60mm another device of the same product was used to complete the laparoscopic sleeve gastrectomy. There was no patient injury.